Manufacturer narrative:
The expiration date could not be ascertained because the lot number is not known. The manufacture date could not be ascertained because the lot number is not known. Visual examination of the ir45v reload revealed no out-of-spec conditions. The device was not damaged, the drive screw rotated freely and the knife had traversed the length of the reload. These observations indicate that the reload had undergone a complete firing sequence. The concomitant device (i45v) was also examined: there were no issues found which could have resulted in the observed bleeding. The root cause of the alleged malfunction could not be ascertained; the complaint will be monitored and trended.

Event description:
After having fired an ir45v reload via an i45v stapler in a right lower lobectomy procedure, bleeding was observed on both sides of the transected tissue. Another stapler and clips were used to control the bleeding.